Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure, the new device was connected to the right atrial (ra) lead and there was no longer sensing or pacing. The ra lead impedance measurement was also less than 200 ohms. The ra lead was tried in a unipolar configuration, sensing was adequate, however there was no capture at maximum output. In unipolar configuration, the impedance measurement was 207 ohms. The physician elected to leave the system implanted as the patient is less than one percent atrial paced. No adverse patient effects were reported.